Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that a triple lumen PICC got tied in a knot within the patient and had to be surgically removed. On (B)(6) 2017- additional information from facility contact: facility placed the PICC with fluoroscopy and noticed on insertion that the PICC had travelled up into the jugular vein. When they tried to pull it down, it knotted. No patient injury reported.